Manufacturer narrative:
The engineer replaced and adjusted the mixer. Calibration, controls, and precision studies recovered acceptably. The investigation determined the service actions resolved the issue. The issue is related to an issue with the analyzer installation.

Manufacturer narrative:
The analyzer reagent probes were replaced before the issue was resolved. The investigation determined the issue is consistent with both an installation issue and insufficient operator maintenance.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with crea2 (creatinine) on a cobas 8000 c 702 module. Quality controls were acceptable earlier in the day, but after patient samples were tested, controls were unacceptable. Patient samples were then repeated on a second analyzer at another site. The first sample initially resulted in a creatinine value of 155.500 umol/l and it repeated as 109.900 umol/l. The second sample initially resulted in a creatinine value of 116.100 umol/l and it repeated as 81.700 umol/l. The third sample initially resulted in a creatinine value of 99.000 umol/l and it repeated as 82.300 umol/l. The fourth sample initially resulted in a creatinine value of 109.600 umol/l and it repeated as 83.200 umol/l. The fifth sample initially resulted in a creatinine value of 107.500 umol/l and it repeated as 86.500 umol/l.

Manufacturer narrative:
The creatinine reagent lot number was 751734. The reagent expiration date was requested, but not provided. The field service engineer checked the analyzer and ran performance testing. Maintenance actions were performed. During analyzer checks, mixer alarms were encountered. A probe was slightly bent but washed ok. Probes were replaced and aligned. Rails were lubricated. Probe washing volume was checked and adjusted. Washing mechanism nozzles were checked. One nozzle was sticky, so it was cleaned. The service engineer returned to the site and checked the mixer. The mixer settings were reset. The investigation is ongoing. Medwatch field e1. Facility name - the full facility name was provided as "belfast city hospital clinical chemistry c floor tower block belfast health & social care trust".